Manufacturer narrative:
Investigation evaluation: the products said to be involved were returned in a white plastic bag. Provided with the return were two open pouches from the lot number provided in the report. The labels match the product returned. Device #1: our evaluation of the product said to be involved confirmed the report. The device returned with the basket fully advanced. Buckling was observed in the clear catheter distal to the white shrink tubing. While the device was relaxed on the table top, the basket was not able to retract. The basket would retract to the point before it would begin to fold into the catheter and then reach resistance which exacerbated the catheter buckling and prevented retraction. When the device was fully straightened retraction became possible with minor resistance as the drive wire passed through the buckled portion of the catheter. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Device #2: our evaluation of the product said to be involved confirmed the report. The device returned with the basket fully advanced. Minor buckling was observed in the clear catheter distal to the white shrink tubing. While the device was relaxed on the table top, the basket was able to retract with some resistance. When the device was fully straightened retraction became smooth without resistance. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned devices confirmed the report of difficulty during basket retraction. A definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. This observation occurred prior to use. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory hard wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. This observation occurred prior to use. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography, the physician selected two cook memory hard wire baskets. It was reported that the user opened the package and discovered that the basket retraction into sheath was difficult, and with a little bit of additional force the sheath kinked. This occurred prior to patient contact; there was no impact to the patient.